Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. The submitted log file ((B)(4)) captured a pump stop while connected to the mobile power unit on (B)(6) 2021. Transient low battery advisories, low speed advisories, and 2 lcd faults were also captured throughout the log file. No other atypical events or alarms were captured. Based on complaint history and similarly reported events, the low speed and pump stop events in the log file appear consistent with a compromised wire within the patients driveline; however, a specific cause for the events cannot be determined through the evaluation of the returned driveline. A external perc lead repair was performed on (B)(6) 2021 and approximately 19.5 of the external portion/distal-end of the driveline was returned for evaluation. The patient was put on a grounded patient cable in the hospital and has not had any alarms since repair was completed around 12:00pm on (B)(6) 2021. It was reported that the patient was in stable condition. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wires insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Per the clinical consultant, the patient would be kept on an ungrounded cable and batteries as they are not a surgical candidate. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and have experienced no further events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file showed four pump stops and two low speed advisories on (B)(6) 2021 at 9:07am and 9:12am. The patient was originally admitted for an eye surgery, however, due to alarms, the surgery was cancelled. These issues only appear to be occurring while the vad was connected to the power module. It was noted the patient was sleeping on batteries which is not recommended. The patient, as of (B)(6)2021, was clinically doing fine and had no issues or further alarms since placed on batteries and ungrounded cable. The patient stated that they had experienced dizziness when the alarms occurred the morning of (B)(6) 2021. An external percutaneous lead repair was successfully performed on (B)(6) 2021. The patient was on grounded patient cable in the hospital and has not had any alarms since repair completed around 12:00pm on (B)(6) 2021.